Event description:
In 2007, the patient called for assistance with programming her infusion device. Her previous infusion device shut down for technical inspection. She was assisted with installing the battery, setting the time and date, and programming the basal rates. Upon follow up on the next day, the patient stated that her blood glucose was elevated to 500 mg/dl and she bolused through her infusion device to lower her blood glucose. She stated that she believes the elevated blood glucose was due to being disconnected from her previous infusion device. Upon follow up, the patient that she was doing "fine." The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.